Manufacturer narrative:
The patient's age at time of event or dob and weight are unknown. This information was not available from the facility. The balloon broke into pieces inside the patient. Additional intervention was performed to treat the patient resulting in prolongation of the case. Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. The angiosculpt device is with the hospital's risk management, thus no evaluation performed. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
Th angiosculpt was inflated between struts of stent but was unable to fully collapse after inflation. The balloon became trapped, ruptured and subsequently broke into pieces that were retrieved through a snare. Much of the broken pieces were removed but a residual piece was visual in the iliac artery. Two everflex stents were used to trap the debris to exclude the debris from moving. The patient was discharged from the cath lab and kept over night for recovery. The following day, the physician performed a follow up angiogram and noticed that a portion of the balloon remained in the artery. The patient was taken to surgery, a cut down over the fragment was performed and subsequently removed. The patient did well and the surgery was successful.

Manufacturer narrative:
The patient codes and device codes were not included in the initial MDR.